Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced rear case due to rear case cracked on top left and right corners. Software version as found 9.19.1; as left 9.19.1. Front case cracked on bottom left corner; front case replaced. Iuis had corrosion on pins; iuis replaced. A review of the device history record for (B)(6) was performed from date of manufacture 12/20/2013 to the present date 1/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged rear case assy pcu 8015. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 12/20/2013 to the present date 1/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.